Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the patient was admitted to the hospital due to change in altered mental status. The healthcare provider (hcp) stated that they found out the patient has a pump that was misfiring. The hcp was redirected to the national answering service (nas) to page a rep. Additional information was provided from a healthcare provider (hcp) stated that the patient physician is continuing to investigate the pain pump for any issues. The patient experienced an overdose due the pain pump and was receiving continuous narcan in the hospital to manage overdose symptoms. No additional information.